Event description:
Na.

Manufacturer narrative:
Our quality engineer inspected the 1 sample submitted for evaluation. The reported issue of scale marking issue was confirmed upon inspection of the sample. Analysis of the sample showed that the syringe barrel had no scale markings. Bd determined that the cause of the failure was likely a result of a jam occurring at our scale marking printing machine. Manufacturing associates will be shown the defective sample to increase their awareness to prevent the recurrence of the failure observed. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 30ml ll tip conv pak had scale marking issue. It was reported by customer that no markings on affected syringes in pack. Verbatim: rcc received a complaint via phone. Pir attached. No markings on affected syringes in pack.